Event description:
As reported: "during the operation on 9 february, the surgeon implanted a variax dr plate in the patient¿s radius and a variax cp plate in the ulna. However, a post-operative x-ray taken on 12 march revealed that a 2.7 mm screw in the variax cp plate in the ulna had come loose and was not locked in place; the surgeon therefore contacted the sales representative to arrange for its removal at a later date. Regarding the cause of the failure to lock, the doctor reportedly stated that it was possible that a t8-specification 2.7 mm screw had been mistakenly inserted into the variax cp plate.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.